Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate is between (B)(6) 2018. If explanted, give date: not applicable; to date the lens remains implanted. The device has not been returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zxr00 intraocular lens was implanted on (B)(6) 2018 and repositioned on (B)(6) 2018. No additional information was provided.

Manufacturer narrative:
The internal non-conformance numbers for this software issue are (B)(4) and CAPA-(B)(4).